Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's current blood glucose reading is 432 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.